Manufacturer narrative:
Device evaluation: the device evaluation/investigation is not complete. A follow-up report will be sent when the evaluation is completed. Eval, conclusions: a follow-up report will be submitted when the evaluation is completed.

Event description:
The manifold used on a patient during surgery was leaking. The patient did not require additional medication or treatment. The device was exchanged. The manifolds are used with various medications in the operating room and ICU. No harm or injury reported. The customer reported this has occurred with six (6) different manifolds over the past month. The customer did not provide clinical info for the additional five events. This event is reported as a product problem. This is one of the five additional reports. 1721504-2010-00301, 00302, 00304, 00305, 00306.